Manufacturer narrative:
The complaint of insulation damage was confirmed by analysis and consistent with damage sustained during surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during initial implant procedure, the suture sleeve of the lead split, resulting in insulation damage. The lead was replaced and the patient was stable post-procedure.